Manufacturer narrative:
(B)(4).

Event description:
The patient bent down and experienced a shocking/jolting sensation from her toes to her jaw following reprogramming of her neurostimulator (ins). She has not used her ins since and would like to have it reprogrammed. She has an appointment with her doctor on (B)(6) 2011. Additional information has been requested.